Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an elbow surgical procedure. Allegedly, following three falls of the patient on his elbow, luxtion of the radial head paryia: ablation on december 15th the patient underwent a revision of the dislocated prosthesis, the ulna cap is loosened. Fitting a new cap note the screw head of the dislocated cap is cut.

Manufacturer narrative:
Additional info: h6 h6: the complaint devices were not returned to the investigation site for analysis. Photos were sent which confirms the issue noted in the event description. The photos revealed that the ulnar cap screw has been cut and the fins on the ulnar cap are splayed outward slightly. A review of the follow up information provided by the complaint reporter reveals the patient fell three times on the implanted elbow in the 21 months the patient had the prothesis. The patient experienced pain from luxtion of the radial head and dislocation of the implant construct. The issue noted in this complaint was not due to a failure caused by the device.

Event description:
It was reported that the patient underwent an elbow surgical procedure. Allegedly, following three falls of the patient on his elbow, luxtion of the radial head paryia: ablation on december 15th the patient underwent a revision of the dislocated prosthesis, the ulna cap is loosened. Fitting a new cap note the screw head of the dislocated cap is cut.